Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was verified to be an inclusive mini implant o-ball 3.0 mm x 10 mm (70-1068-imp0007) using the radiographic template (gd-455-0612). The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Bone debris was observed from the implant. Investigation results: the device was returned for investigation. No evidence indicated that the implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. This is the third implant of three, please see manufacturer numbers 3011649314-2019-00564 ((B)(6)) and 3011649314-2019-00565 ((B)(6)) for the first and second implants.

Event description:
It was reported that an inclusive mini implant o-ball 3.0mmd x 10mml failed to osseointegrate. There was no pain or site infection reported; however the patient was bone grafted with allograft as there was bone loss. The patient was reported to be fine. Per the doctor, the implant was placed in between the area of tooth # 5 and # 6 on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type IV bone quality. The patient has no relevant medical pre-existing condition. There was no abnormality observed with the implant itself.